Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #01c1000225 investigation did not show issues related to the complaint. The device sample has not returned to the manufacturer at the time of this report.

Event description:
Alleged event: two disposable skin staplers did not discharge correctly when trying to close a left ankle incision. A third stapler was used to close the incision. The patient's condition was reported as fine.